Manufacturer narrative:
Please note that the following section was updated: 1. Section h. Box 11. Additional manufacturer narrative. Evaluation of the returned penumbra system red 72 reperfusion catheter (red72) confirmed a fracture on the distal end and revealed stretching proximal to the fractured location. This damage typically occurs if the red72 is retracted against resistance. Based on the reported complaint, the root cause of resistance could not be determined. The distal fractured segment was not returned for evaluation. Further evaluation revealed bends along the length of the catheter. This damage was incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Evaluation of the returned penumbra system red 72 reperfusion catheter (red72) confirmed a fracture on the distal end and revealed stretching proximal to the fractured location. This type of damage such as stretching and a subsequent fracture typically occurs if the red72 is manipulated against resistance. Based on the reported complaint, there was no mention of resistance; therefore, the root cause of the damage could not be determined. The distal fractured segment was not returned for evaluation. Further evaluation revealed bends along the length of the catheter. This damage was incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 72 reperfusion catheter (red72) and a sheath. During the procedure, while advancing the red72 through the sheath, the physician observed under fluoroscopy that the distal length of the red72 was fractured. Therefore, the entire system was removed and no fragment of the red72 was left in the patient. The procedure was completed using a new red72. There was no report of an adverse effect to the patient.